Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21015954. Medical device expiration date: 2024-01-13. Device manufacture date: 2021-01-13. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: three photos of primary set, model 11532269 lot 21015954, was received by the customer for investigation. Upon visual inspection, it could be observed that the bottom of the drip chamber was leaking. No other defects were observed. The customer's complaint that the tubing leaks from around the very bottom of the drip chamber was verified. A device history record review for model 11532269 lot number 21015954 was performed. The search showed that a total of 7,683 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 as lvp 20d low sorb 2ss 0.2m cv tubing set from lot 21015954, and 1 from an unspecified lot leaked hazardous medication from the bottom of the drip chamber during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "on multiple occasions from different lot #¿s the tubing leaks from around the very bottom of the drip chamber." "The medication administered thru this tubing is hazardous and these continual leaks result in worker exposure to hazardous drugs and unnecessary contamination of the hoods we prepare these drugs in."